Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee collateral ligament repair surgery, the biosure screw broke when being screwed in. All the broken pieces were removed from the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole.. No patient complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found an image of a procedure being performed, and a screw that is fractured near the proximal end. A visual inspection of the returned device found that it is not in its original packaging. The screw is fractured near the proximal end, and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. Based on the information provided, all the broken pieces were removed from inside of the patient. It was reported, the surgeon was able to successfully complete the procedure with a non-significant surgical delay using a back-up device in the originally drilled bone hole. Since there were no patient complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.